Event description:
Rptr indicated that since generator replacement surgery for end of svc, pt has experienced a tight feeling in the neck, pain on their whole left side and they cannot straighten left arm . The pt reportedly had no problems with their original generator that was implanted in 1996. The pt's lead was not replaced. The replacement generator had not yet been programmed to on at the time of the initial report, but was programmmed to on approximately 2 weeks after replacement surgery. When the physician attempted to program the new device to the same settings that the pt was at before the replacement surgery, the pt had pain in their neck and chest and reportedly still cannot raise their left arm up. The pt's new generator was programmed to the lowest setting (0.25ma output current) and the pt is reportedly having the same amount of seizures as they did prior to having the vns. Pt is scheduled to be seen again by physician in 10/02.